Event description:
It was reported that the pt had a history of several abdominal surgeries related to diverticular disease and was admitted in 1994 for repair of ventral and umbilical hernias. During surgery, an enterotomy was inadvertently made into the transverse colon. Postoperatively the pt developed significant nausea and vomiting and was subsequently found to have a large purulent wound infection. This was drained non-surgically in 5/1994, cultures were sent and pt was started on daily dressing changes and IV antibiotics. The pt improved markedly and pt was discharged for home health care dressing changes six days later.